Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. As the issue could have been intermittent, the technician replaced the motor control and motor end stage boards as a precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 system displayed an error message on several pumps during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) recommended that the processor boards should be replaced in addition. Therefore the technician went on-side one more time and replaced the processor boards. The boards were requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The boards were returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could not be reproduced. The device worked according the specification. As the issue could not be reproduced a root cause was not identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.